Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgment occurred. As the protective sleeve was removed from the 3.5x12mm liberte' bare metal stent, the stent came off the balloon. The device was not used and the procedure was completed with another liberte' bare metal stent. As there was no patient involvement, no complications occurred.